Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the blue power light had started to flash while charging batteries. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the universal battery charger device had flashing blue lights. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the planned surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
During subsequent follow-up with the customer, additional information was received. The reporter stated that event occurred during pre-surgery. There were no delays in the surgical procedure as a spare device as available for use. There was no patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device was returned and is currently pending evaluation. Once reliability engineering evaluates the device, a follow-up medwatch will be submitted. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.